Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare professional (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's ins was no longer functioning and that they were not sure if the stimulation was off or on. It was clarified that the patient had not used the ins in years as it didn't work for patient. Furthermore, patient didn't know if they still had the patient programmer. More information was received on (B)(6) 2018 reporting that the ins was not connecting with the remote. Patient stated they didn¿t know how long it had been that the remote would not connect. Patient also stated that they didn't feel anything and that it had been this way for several years. No further complications were reported.